Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for loose connection with the incident lot was not observed. Testing of the customer samples was performed and all samples met required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing 63 occurrences of loose holder connection before use. The following has been provided by the initial reporter: the connection was loose and it came off after few minutes to 1 hour.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® eclipse¿ blood collection needle has been found experiencing 63 occurrences of loose holder connection before use. The following has been provided by the initial reporter: the connection was loose and it came off after few minutes to 1 hour.